Event description:
Echocardiography revealed stenosis with an elevated gradient. It was reported the pt was unstable after the event with pulmonary hypertension, but improved substantially and was discharged from the hospital.

Manufacturer narrative:
Only month and year is unk.